Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between the inratio inr results. Results are as follows: date :(B)(6) 2015, inratio inr: >7.5 and 3.2, therapeutic range: 2.0 - 3.0. The time between testing was 4-5 hours. The caller reported that multiple drops of blood was added to the testing strips when performing both of the tests. This is considered an improper technique. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. The retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed and the lot met release specifications. Although an improper technique was identified in the complaint, root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required.